Event description:
It was reported via our product manager, that she was observing a surgery procedure. During this, she noted that the surgeon appeared to have problems with the extraction hook. It seems that the hook does not fit through the end of the gamma nail. Another device was utilized to complete the surgery. No adverse consequences reported.

Manufacturer narrative:
Na